Event description:
A complaint was received with regards to primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that experienced leakage. The reporter stated "patient completed infusion of normal saline (500ml). Healthcare provider tested implanted port: when push, it was slightly restricted, when pull, there was blood returned. Then, 2 bd n/s 10ml was injected smoothly, there was no leakage or redness/swelling around injection area, and no pain. Before chemotherapy, injection of steroid, antihistamine, antiemetic drugs were performed without restriction. At 20:10, the set was connected to chemo drug (manually adjusted, no pump involved) at 21:10 leakage was noted at connection between implanted port and secure lock connector. The secure lock was checked and confirmed to be locked. There was no other physical damage observed on set". Sample picture of a set and fluid was noted on the paper has been provided. There was patient involvement and unknown patient harm. There was no other physical damage noted. Leakage was noted between patient implanted port and plum set secure lock adapter. Unknown chemo drug was used. There was no unprotected chemo exposure. There was no patient harm.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: a picture was returned showing the connection between the primary plum set secure lock connector and an additional set. The paper towel underneath was observed to be wet. It is unclear where the leak is coming from. The complaint of leakage at the secure lock can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.